Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen displayed the error dispensing.ui.win has stopped working. The user had attempted a restart, but the issue persisted. Additional alerts shown included: a fatal error had occurred on the underlying data source. The customer was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had database issue. A technical support specialist (tss) connected to the remote session and identified that the station failed due to a corrupted windows installation and structured query language (sql) database issue, requiring a full reimage as it was running windows 7. The field service engineer (fse) contacted support multiple times before arriving onsite, reporting that message synchronization was stuck midway and the station was offline in remote support service (rss). After new drives were installed, remote access was established through bomgar, allowing tss to review logs, verify no queued uploads, recreate the database under carefusion admin, and initiate a full sync. The station continued to stall during synchronization, and knowledge article, station full sync failure with ddl error was referenced while sql indexing jobs were temporarily disabled to support the sync process. Tss prepared server-side timeout adjustments and awaited the site's planned server migration. Further attempts showed uploads stopping repeatedly, requiring multiple datasync restarts with relevant knowledge article. Product support engineer (pse) escalations identified resource limitations on the customer server, and additional tuning, including increased timeouts and batch sizes, was applied. After confirming that station successfully communicated with the es 1.8 test server, the customer approved case closure. The system functioned as intended after the technical support specialist and customer troubleshot the device.